Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that the sensor was giving inaccurate readings on different occasions. The customer was also reporting issues with calibration not being accepted. The customer's blood glucose was 44mg/dl at the time of the incident. Customer treated the low blood glucose with carb intake. Troubleshooting occurred but did not resolve the issue. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.